Event description:
The occlusion balloon was inflated and then deflated unexpectedly. The physician inserted the occlusion balloon to occlude the vessel. The physician was unable to perform any intervention and the occlusion balloon deflated unexpectedly. The device was removed and replaced with another to complete the case.